Manufacturer narrative:
The reported event was addressed with phone support. The tse had the customer to replace the mcs instrument to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted general hysterectomy surgical procedure, the monopolar curved scissors (mcs) on am #3 ejected. The customer stated no one was touching it or had touched the release tabs. The technical service engineer (tse) had the customer replace the mcs on arm 3. The procedure was completing as planned with no reported injury.